Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed anterior. One clip was implanted. To further reduce mr, an ntw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the posterior leaflet became caught on the clip. Troubleshooting was performed and the leaflet was successfully removed from the clip. However, it was observed that a tear of the leaflet occurred. The ntw clip and an additional clip were then deployed, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy (clip becoming caught in anatomy) cannot be determined. Unspecified tissue injury (leaflet tear) appears to be related to procedural conditions of difficulty removing the clip from anatomy. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.